Event description:
Laboratory performed psa testing on the dimension rxl with psa flex reagent cartridge lot cd2269. Test results of 6.0 and 2.0 ng/ml were obtained for two patients. After repeat testing with a new flex reagent cartridge (same lot number), test results were 3.0 and 0.2 ng/ml, respectively. Upon visual inspection, the original flex reagent cartridge appeared "gummy" on top. There were no adverse patient consequences.